Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a power supply failure was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that their high definition lcd monitor would not power on due to a power supply issue. The issue was discovered during preparation of the device for use by a nurse. Different power cords and outlets were tried, and the monitor still would not power on. After toggling the on/off switch in the back of the device, the issue persisted. The device was cleaned prior to being returned. Upon inspection and testing of the returned unit, a faulty power supply was confirmed. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty power supply could not be determined. Olympus will continue to monitor field performance for this device.